Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting their orthopat machine experienced a blood spill in the centrifuge. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting their orthopat machine experienced a blood spill in the centrifuge. No injury or reaction was reported. Evaluation of the unit confirmed there was a blood spill. The issues caused damage to the power supply and various components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).